Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: report from the sales rep; a white part fell out of the trocar when the forceps were manipulated. The case was completed with the same one. Initial investigation report the event unit was returned to us and visually inspected. The septum was fragmented. The returned fragment was similar with the missing section on the septum in shape, and only a part was missing. The shield was detached from the seal component and scratched. No visual damage was found in the ddb. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the same one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the fragmented septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: nephrectomy. Event description: report from the sales rep. A white part fell out of the trocar when the forceps were manipulated. The case was completed with the same one. Initial investigation report the event unit was returned to us and visually inspected. The septum was fragmented. The returned fragment was similar with the missing section on the septum in shape, and only a part was missing. The shield was detached from the seal component and scratched. No visual damage was found in the ddb. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the same one. Patient status: no patient injury.